Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe menstruation pain. A partial hysterectomy and bilateral salpingectomy was performed around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, pain during menstruation and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal heavy bleeding during menses/prolonged menses/abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 31-year-old female patient who had essure (batch no. A60510- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, paratubal cyst and ectopic pregnancy. (B)(6) 2015: surgical pathology: surgical pathology specimen: a. Uterus - 1. Uterus, bilateral fallopian tubes clinical information: aub microscopic description: the endometrium shows a secretory pattern. The myometrium shows a leiomyoma with no increased cytologic atypia or mitoses. The serosa is unremarkable. The fallopian tubes show paratubal cysts. Final diagnosis: uterus with bilateral fallopian tubes, supracervical hysterectomy with bilateral salpingectomy endometrium - secretory pattern. Myometrium - leiomyoma. Bilateral fallopian tubes - paratubal cysts. Concurrent conditions included uterine bleeding (endometrial ablation) since 2014, uti and hematuria. Concomitant products included omeprazole since 2015, oxycodone hydrochloride; paracetamol (percocet) since (B)(6) 2015 and progestogens and estrogens in combination. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced complication of device insertion ("physician had trouble visualizing right ostia when deploying essure"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (d and c, endometrial ablation in 2014 and partial hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the uterine haemorrhage, menorrhagia, fatigue and abdominal pain had resolved and the vaginal haemorrhage, headache and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-jan-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal heavy bleeding during menses/prolonged menses/abnormal bleeding ( menorrhagia)") in a 31-year-old female patient who had essure (batch no. A60510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, paratubal cyst and ectopic pregnancy. (B)(6)2015: surgical pathology: surgical pathology specimen: a. Uterus - 1. Uterus, bilateral fallopian tubes. Clinical information: aub microscopic description: the endometrium shows a secretory pattern. The myometrium shows a leiomyoma with no increased cytologic atypia or mitoses. The serosa is unremarkable. The fallopian tubes show paratubal cysts. Final diagnosis: uterus with bilateral fallopian tubes, supracervical hysterectomy with bilateral salpingectomy endometrium - secretory pattern. Myometrium - leiomyoma. Bilateral fallopian tubes - paratubal cysts. Concurrent conditions included uterine bleeding (endometrial ablation) since 2014, uti and hematuria. Concomitant products included normensal (necon), omeprazole since 2015 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6)2015. In (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced complication of device insertion ("physician had trouble visualizing right ostia when deploying essure"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (d and c, ablation, endometrial ablation in 2014, novasure ablation and partial hysterectomy and bilateral salpingectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the uterine haemorrhage, menorrhagia, fatigue and abdominal pain had resolved and the vaginal haemorrhage, headache and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-dec-2018: medical record received : reporter's added. Lot number added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstruation pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abnormal heavy bleeding during menses/prolonged menses"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the dysmenorrhoea, menorrhagia, headache and fatigue outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, headache and fatigue to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe menstruation pain. A partial hysterectomy and bilateral salpingectomy was performed around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, pain during menstruation and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal heavy bleeding during menses/prolonged menses/abnormal bleeding ( menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, anemia and cyst. Concurrent conditions included uterine bleeding (endometrial ablation) since 2014. Concomitant products included omeprazole since 2015 and oxycocet (percocet) since (B)(6) 2015. In february 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced complication of device insertion ("physician had trouble visualizing right ostia when deploying essure"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdomen pain"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2015) and surgery (endometrial ablation in 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the uterine haemorrhage, menorrhagia, fatigue and abdominal pain had resolved and the vaginal haemorrhage, headache and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: 19-feb-2015: surgical pathology: surgical pathology specimen: a. Uterus - 1. Uterus, bilateral fallopian tubes. Clinical information: aub microscopic description: the endometrium shows a secretory pattern. The myometrium shows a leiomyoma with no increased cytologic atypia or mitoses. The serosa is unremarkable. The fallopian tubes show paratubal cysts. Final diagnosis: uterus with bilateral fallopian tubes, supracervical hysterectomy with bilateral salpingectomy endometrium - secretory pattern. Myometrium - leiomyoma. Bilateral fallopian tubes - paratubal cysts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, concomitant drug were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pelvis and abdomen pain, physician had trouble visualizing right ostia when deploying essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.